Event description:
Reportedly, clips were misfiring and then jammed. Procedure: nephrectomy.

Manufacturer narrative:
This complaint was re-evaluated, and it was determined to be a malfunction. Five devices were received in qa and a visual examination was performed. No obvious abnormalities were noted. Four of the devices were returned fully fired with the safety interlock engaged so, a functional evaluation was not possible. The fifth device produced twelve clips with acceptable results.